Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "defib pace device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll for investigation. The customer report was intermittently observed during trouble-shooting of the device. During disassembly of the device to determine root cause, the technician observed damage not consistent with typical use. A visual inspection of the device found damage to the aux connector not consistent with normal wear and tear. The aux connector was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.